Event description:
It was reported that "(B)(6) 2025, the catheter inserted into the patient. The pump alarmed high pressureand angiography showed that the balloon had not inflate completely". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence was reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Two kinks to the iabc central lumen were noted at approximately 10cm and 10.8 from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The customer submitted photos were reviewed. The photo shows the supplied semi-finished insertion kit tray with the insertion com-ponents. The photo shows the supplied semi-finished kit tray with 60cc luer-slip syringe, long arterial pressure tubing and 40cc inflation driveline tubing. The photo shows the original packaging carton and original packaging label with the serial number and lot number information, which matches the serial number and lot number of the returned sample. The photo shows the teleflex china label with the lot number information, which matches the lot number reported on the complaint report. The photo shows the original packaging carton. The reported complaint cannot be confirmed after the review of the submitted photos. The bladder thickness was measured at six points with measurements ranging from 0.0075in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 9.9cm and 10.8cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon had not inflate completely" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks/alarms were noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, the catheter inserted into the patient. The pump alarmed high pressureand angiography showed that the balloon had not inflate completely". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence was reported. The patient's current condition is reported as "fine".